Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed back pain, shoulder pain, and a rash from the lifevest equipment. Patient reports that the lifevest felt too heavy. The patient¿s physician recommended gold bond powder for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.